Event description:
It was reported that the ventricular lead perforated the patient. No intervention has been reported. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no intervention has been reported.